Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to section b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the unexpected loss of power to the controller was attributed to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller (con418443) was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller (con418443) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Additionally, supplemental testing also revealed contamination within the pins. An internal visual inspection revealed cracks on standoff post one (1) and six (6) within the controller housing; this is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that the controller in use during the reported event, con418443, contained a feature that records whether a power source experienced a communication error or disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving bat991495, bat988423, bat982722, bat979877, bat979790, bat979759, bat979662, bat979452, as well as momentary disconnections that did not lead to power switching involving bat991495, bat988423, bat982722, bat979877, bat979790, bat979759, bat979662, bat979452, and a power adapter. Momentary disconnections will result in an audible tone or ¿beep¿. The batteries had been lubricated prior to release. Log file analysis also revealed one (1) controller power-up and associated pump start events logged on (B)(6) 2024 at 21:00:01. The data point prior to the loss of power revealed that bat979790 was connected to power port one (1) with 96% relative state of charge (rsoc) and bat979452 was connected to power port two (2) with 43% rsoc. The data point recorded after the loss of power revealed that bat979790 was connected to power port one (1) and bat991495 was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. Review of the alarm log file also revealed that one (1) vad disconnect alarm logged on (B)(6) 2024 at 17:25:09, indicating physical disconnection of the driveline from the controller likely due to the reported controller exchange. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, con418443 falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for the controller exhibiting power switching and beeping while connected to two batteries. It was noted that the beeping occurred without any manipulation to the controller or batteries while switching back and forth from port one to port two. It was also reported that the controller exhibited an unexpected loss of power. The controller was exchanged. It was noted that the patient is part of the subgroup 3 population, and that the new controller started the vad without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.